Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery, tip of the forceps was broken in the patient eye and became unusable. It was removed with another forceps. The surgery was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
The investigation is completed. No lot number was identified with this complaint; therefore the manufacturing documentation could not be reviewed. However, all product and batch history records are quality reviewed prior to product release. The two samples were provided to the investigation site. They were received in an inner and outer blister but without the cover foil. Therefore, the batch information of the returned devices could not be identified. In addition to the damaged devices themselves, one arm that was broken off was provided as well. Both samples evidently show macroscopic signs of damage, namely that one of the forceps arms is broken off. The samples show no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The fractured surface does not show any abnormalities that would indicate a root cause for the breakage. As the blister was opened by the customer, the product was handled. The point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customers complaint is confirmed but the root cause cannot be identified from this investigation. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).